Manufacturer narrative:
(Required secondary intervention). Evaluation: results and conclusion: (arterial trauma/dissection/perforation). (Heavily calcified and small arteries).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The arteries were heavily calcified and small measuring 7mm in diameter. It was reported that the artery was first dilated with a 22 fr dilator. The delivery system was inserted and the stent graft was successfully implanted; however, at the end of the procedure as the delivery system was being removed the pt's external iliac artery was inverted and a portion of it came out with the delivery system. A balloon was inserted and used to control the bleeding. A 10mm diameter dacron graft was sewn on to the external iliac after which the procedure was completed without further complications. No additional clinical sequelae were reported and the pt is fine. The delivery system was discarded after the procedure.